Manufacturer narrative:
The reported event of inability to interrogate was confirmed. Inappropriate output issue was not confirmed. The device was received with normal output and no telemetry communication. Visual inspection of the header attachment area detected an anomaly between the epoxy header and titanium case. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and the battery voltage was found normal. Hybrid circuitry was tested, and the current drain was found normal. A manufacturing process anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.

Event description:
The patient presented to the emergency department having experienced symptoms and arrhythmia. An electrocardiogram (ECG) was performed and the device was pacing inappropriately. It was not possible to interrogate the device. The device was explanted and replaced to resolve the event. The patient was stable.